Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that a ventilator experienced a misalignment in the touch position. There was no patient involvement at the time the issue was discovered. There was no patient or user harm reported. Misalignment in the touch position was confirmed and it was not resolved by calibrating the touchscreen. The touchscreen was replaced then the issue was resolved. The unit was checked overall, cleaned, run-in and functionally tested. No other abnormality was confirmed. The following parts were replaced for periodic maintenance: oxygen inlet filter, air inlet filter, cooling fan filter.

Manufacturer narrative:
The removed touchscreen assembly was returned to the failure investigation lab (fi). A visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The fi technician installed the touchscreen assembly into a fi ventilator to duplicate the reported issue. The ul_lr / ur_ll resistance measurements are out of specification. The fi technician verified the customer complaint of the touchscreen being out of specification.